Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During testing, handpiece didn't get hot but handpiece failed free speed specs. Turbine has bearing wobble on bur/cap bearings. Turbine is a bandit (competitor product) with a barcode on the rotor. Turbine needs replaced with dentsply turbine.

Event description:
It was reported that a midwest tradition handpiece overheated during; no injury resulted.